Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the reported alarm in the diagnostic fault logs. However, the stm was unable to duplicate the issue, but did observe that the iabp was less than 300 hours from needing 5k compressor preventative maintenance service. As a precautionary measure and due to the recorded alarm, the stm installed the 5k compressor kit. Full calibration, functional testing and safety checks were then performed to factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated "low vacuum" alarm. There was no patient harm and no adverse event was reported.